Manufacturer narrative:
Arjo was notified about an incident involving arjo maxi move passive floor lift and passive clip sling. It was reported that during the transfer from a chair to a bed, when a patient was in a sling for approximately 30 seconds (height from the ground was 1m), the left shoulder clip detached from the device spreader bar. The patient slipped out of the sling to the floor and sustained a laceration to the head and was taken for additional examination. The CT brain scan and x-ray shoulder & hip confirmed that no other injuries occurred. After the incident, the arjo representative visited the customer to provide an interview and conduct a device inspection. No abnormalities with the sling nor the lift were reported. No repair was required. Following information collected, at the time of the reported detachment, the patient was agitated and was moving during the transfer. The device was also evaluated by a customer clinical engineer who did not found any malfunction. The instruction for use for the passive clip slings (IFU 04.sc.00) provides warnings and actions that can be carried out to prevent situation reported from occurring: ¿at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the resident¿ ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process¿ based on a product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. It seems likely that due to the patient¿s anxious movements, the clips might have been accidentally pushed by the patient. To sum up, the arjo floor lift and clip sling were used as a system for patient transfer when the clips detached and from that perspective, system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.

Event description:
Arjo was notified about an incident involving arjo maxi move passive floor lift and passive clip sling. It was reported that during the transfer from a chair to a bed, when a patient was in a sling for approximately 30 seconds (height from the ground was 1m), the left shoulder clip detached from the device spreader bar. The patient slipped out of the sling to the floor and sustained a laceration to the head and was taken for additional examination. The CT brain scan and x-ray shoulder & hip confirmed that no other injuries occurred. After the incident, the arjo representative visited the customer to provide an interview and conduct a device inspection. No abnormalities with the sling nor the lift were reported. No repair was required.